Event description:
Visiting nurse reported that per patient, his chemotherapy infusion in a dosi-fuser completed infusion at 32 hours, which is 14 hours early. The nurse reports that patient feels fine, no adverse drug reactions (adr's) or side effects noted.